Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A f/u report will be provided when the examination results are available. (B)(4).

Event description:
As reported by the user facility by (B)(4)): alarm of cumulative air alarm; " the infusion pump gave an alarm of cumulative air in the infusion line, and consequently the infusion was ceased. When inspecting the line it was found that it was filled with small air bubbles and the drip chamber was empty. A lot of air had passed the device (a bigger air bubble) already before the first alarm and it is to be noticed that the infusion here administered was an inotropic drug. The infusion container was almost full.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No abnormalities were assessed. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For the testing of the air-sensor a water filled infusomat tubing was inserted into the device. All externally injected air bubbles have been detected correctly by the sensor. Afterwards the infusion set, which was send by the customer, was tested and did also show the proper functionality of the sensor. Following, a delivery accuracy measurement according en 60601-2-24 was arranged. The device passed the test with a positive result. The inside of the pump revealed no abnormalities. For further investigation the device was disassembled. Traces of liquid were found within the housing of the device. Nevertheless no damages have been discovered while the entire testing the device worked within the specification. All air bubble alarms occurred as expected during testing. The pump operated as intended and the reported failure could not be reproduced.